Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device experienced an electrical reset, while the patient was in the hospital for an lvad (left ventricular assist device) placement. The device was apparently reset by virtue of being interrogated, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a power on reset occurred and that there was an electrical reset alert.